Event description:
It was reported that when the soltive laser system was plugged in, the user reported it smelled like burning. This issue was observed during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.